Manufacturer narrative:
The device was received for investigation on 22 october, 2015. A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event were noted. The turbohawk was received with the cutter head just distal of the cutter window. Under magnification wire stent material was noted wrapped around the cutter head blank proximal to the cutter head. Per the instructions for use, (IFU), under contraindications: do not use for in-stent restenosis at the peripheral vascular site.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
(B)(4).

Event description:
A turbohawk device was used to treat common femoral proximal sfa with a spider device providing the embolic protection. A competitor's stent was already implanted in the sfa distal to the lesion. This stent was not visible due to not having markers. The turbohawk device accidentally went into the stent and caught a strut. The turbohawk device was then removed. A competitor's guidewire was advanced to keep the vascular access patent while attempting to remove the spider. Another .014 guidewire was then advanced through the stent; the balloon burst and became stuck in the stent with the spider wire and competitor's guidewire. The patient was then taken to the operating room (or) for the removal of the products. The patient is doing well post surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.